Event description:
It was reported to medtronic minimed that the customer experienced crack on the clip railing. The customer reported no adverse event. The event involved product mmt-1715k. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1715k was requested and customer response was the device will be returned. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap locks properly into the reservoir compartment; however, a partially broken retainer ring at the knit line was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, label damage, partially broken retainer, broken reservoir tube lip, and retainer knit line damage. Cosmetic damage was confirmed at the belt clip rails. Moisture damage was confirmed found on the battery tube. Retainer ring damage was confirmed during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.